Event description:
Patient ((B)(6) y/o male) was treated with transcarotid artery revascularization (tcar) for the lica and lcca carotid stenosis. Access site was clean under cta, 7.53cm lcca length, lcca depth 3.22 cm, lesion length 30mm, distal lica past lesion 4.1cm, 6-7.3 cm lcca diameter. Patient underwent tcar without issue intra operatively. We had a wait time of approximately 10-15 min for act machine, and x-ray went down just after we put the enhance micro-puncture in place. Lesion was wired and pre-dilled with a 4x20mm balloon and enroute 8x40 carotid stent was delivered. Nps ran for about two minutes post stent delivery and post angio showed that we needed to post diallate. Post dilation was achieved with 5x20 balloon. Two views of stent were taken and procedure was completed successfully. 12 minutes of active flow reversal was recorded. Patient awoke in the or and was recovering well and all neuro was intact. Patient was able to move right extremities and equal hand squeeze was observed. Later in the day in ICU patient began to show signs of complete aphasia and right sided weakness on awakening slight motor deficit was observed when patient was trying to hold fork when eating. An MRI could not be performed due to incompatible pacemaker. Serial CT scans showed progressive left parietal infarct - which is most likely a watershed event. The next day, the aphasia had cleared but slight motor deficit in right hand is still present.